Event description:
Complainant alleged that during biomed testing the device was unable to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty transformer on the system board.